Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported ever since they got the implant, they felt a shocking sensation. Patient said they had a follow-up appointment with their healthcare provider yesterday, and healthcare provider told them to call manufacturer. Agent asked, patient said they were hurting yesterday and were on group b at '28' and the highs were at 3.1. Agent had patient open therapy app and they reported they were on group a at 2.8 (because b wasn't helping and was shocking them) and said the stimulation helped them, but then they felt the shocking sensation when laying down last night; agent reviewed information. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.